Event description:
A malfunction code was reported by the customer, specifically malf 12, although no significant events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisting the customer with resetting the pump successfully, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.